Event description:
It was documented on the paper "the application of one-on-one video instruction in peripherally implanted central venous catheters for out-of-hospital maintenance", that the ¿opsite post-op" iv3000 transparent dressing manufactured by smith & nephew (hong kong), was used in 38 patients and a patient with catheter dislodgement was reported. It is unknown if a treatment was performed or if the event was resolved.

Manufacturer narrative:
H10: h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As no samples were provided a product evaluation could not be carried out. The reported issue may have be attributed to application techniques. Excessive or direct contact to water may affect adhesive capabilities of the film. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.